Manufacturer narrative:
(B)(4). The two egia ultra universal staplers will not be returned for evaluation because they are contaminated.

Event description:
According to the reporter: occurred during a lobectomy procedure. The staple of the device can't have normal formation during surgery and handle dysfunction. One of the stapler can't have normal performance and the other one had a physical break when firing. To correct the staple line, there was re-stapling. They cut out the first staple line to re-staple, not from the original staple line. The current condition of the patient is stable.